Event description:
It was reported the customer damaged their insulin pump. The customer stated they received a battery failed test alarm shortly after. The customer also stated they had replaced the battery several times, but the alarm persists. Customer's blood glucose was 153 mg/dl. The customer also stated there was a deep scratch on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
During testing, all operating currents are within specification. No unexpected alarms occurred. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)